Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample revealed the filter and a section of tubing were missing. Although the reported condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
The customer reported to baxter (B)(4) a buretrol solution set in which a leak was observed on the top of the device. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.